Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, the customer has discarded the device and it will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.